Event description:
During orthopedic procedure tip of the trocar drill broke off, resulting in 2 inches piece of drill being retained in pt. The design of the cover prevented the surgeon from noticing that the drill segment was broken off. Procedure was left knee anterior cruciate ligament repair.